Event description:
It was reported the x8-2t transducer would not articulate while being used with an epiq cvx ultrasound system. It was not verified if the transducer was indwelling at the time the issue was discovered. This event will be reported out of an abundance of caution. There was no patient or user harm associated with this event. The procedure was completed without delay. There is no further information available. The customer evaluated the transducer and determined a loose screw on the knob was causing the issue. The screw was tightened, and the transducer was returned to clinical use. The system has returned to service with no similar issues reported.